Event description:
The problem was reported from a customer who was comparing measurement data provided by isite in correlation to a known object. In this event isite reported dimensional discrepancies in the order of magnitude of 1.5 x and 2x. The root cause of the problem stems from the knowledge that the fuji modality was sending dicom measurement (B) (4), (B) (4) in lieu of (B) (4), (B) (4), which was recognized by isite. The isite dicom conformance statement claims compliance to dicom v. 3.0 for which isite pacs 4.1 was developed under dicom 3.0 release 2003. During the period from 2003 to 2008, dicom did not specify the use of (B) (4), (B) (4) and recommended the use of (B) (4), (B) (4). In 2006, dicom published a statement which warned against the use of (B) (4), (B) (4). The isite pacs IFU states that measurements taken using isite are for reference only and that if precise measurements are required then the operator is instructed to calibrate isite using a known fiduciary. In the 2008 release of dicom v. 3.0, the (B) (4), (B) (4) is specified for use in conjunction with (B) (4), (B) (4). The potential for failure is the underlying fact that measurement discrepancies could result in patient misdiagnosis for mistreatment.

Manufacturer narrative:
Device from reserve sample evaluated.